Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted due to high programmed outputs for capture. There were no adverse patient events reported. The lead was not returned for analysis. Should additional information be received, this file will be updated.